Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown cup. Unknown liner. Unknown head. Unknown stem. Complaint sample was evaluated and the reported event was confirmed. Visual and photographic inspection of the device revealed a fracture through the holes in the center of the device and wear and tear indicative of extensive use during 14 years of field life. There are warnings and instructions regarding prevention of this type of event within the package insert and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the use of the slap hammer on the worn 14 year old provisional may have contributed to the failure of the device; however, a conclusive root cause of the event could not be determined. Review of the complaint history determined that no further action is required. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cone trial was fractured during revision surgery. Attempts have been made and additional information on the reported event is unavailable.